Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). A revision surgery was performed in which the existing app was removed, and a new inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The ambicor device was visually and microscopically examined, revealing both cylinders had wear at a fold and broken fabric threads in the middle of the cylinder bodies. No anomalies were identified in the pump. The kink resistant tubing (krt) was worn down to the filament; however, no leaks were found. Based on the information available and analysis results, the broken fabric threads could affect the functionality of the device and could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that the patient experienced inflation issues with an ambicor penile prosthesis (app). A revision surgery was performed in which the existing app was removed, and a new inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.